Event description:
The pt received one inappropriate shock due to noise on the lead. The device has 298 charges due to noise and is eos. The noise is not reproducable, the impedance is steady at 540 ohms and the threshold has not changed from 0.6 v and sensing fell from 15 mv to 6 mv. The decision was made to leave this lead actively implanted and to consider to monitor the pt. The pt has started dialysis treatment and it is suspected that the observed issues may be a result of changes in the pt's health. Should add'l info become available, this event will be updated.